Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 125 mg/dl. It was stated that insulin squirted out during a manual prime. The insulin pump was reportedly neither bumped nor dropped and was not exposed to water. While troubleshooting, it was reported that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.